Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) male pt, the device's auto analyze feature did not function properly. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.